Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with unspecified mentor saline breast implants on or around the year 1997. The patient reported that between two to five years after her surgery, her immune system became compromised. She reported the following experiences: breaking out with sores on two different occasions, contracting an unspecified "rare disease", fibromyalgia, frequent sickness, nerve pain, fatigue, migraines, headaches, diabetes, bone spurs, bi-polar depression, pneumonia, asthma, and scar tissue on her left breast. The patient stated that her fatigue was significant enough to keep her from working. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.